Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01361. It was reported one week after having 2 drg leads implanted, the patient (B)(6) was experiencing left leg weakness. Patient is to consult with physician as the next course of action.

Event description:
Device 2 of 2 , reference MFR report: 1627487-2018-01361. Additional information received indicates the patient's weakness is improving.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-01361. Additional information received indicated the patient's physician is to monitor the issue.